Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient had initial afx implanted devices on (B)(6) 2013. A computed tomography (CT) scan at one year did not show any issues with the implanted devices. A CT at the two year interval showed a potential unknown endoleak, no intervention was reported for the unknown endoleak. A CT taken at three years post initial implant on (B)(6) 2016 showed a potential type 1a endoleak. There are no reports of a subsequent endovascular procedure completed or scheduled. The current patient disposition and type of initial devices implanted were not included in the initial report to endologix.

Manufacturer narrative:
At the completion of the complaint investigation, based on the information received, the clinical evaluation was able to confirm the following events; a type 1a endoleak and a type 3b endoleak of the proximal extension. Due to the limited information available contributing factors to the reported event could not be identified. Lot information was not reported to endologix, due to the missing lot numbers, a review of the manufacturing lots could not be completed. To date it is unknown if a secondary intervention has occurred. The root cause of the reported event is unknown. There is not enough information to determine the root cause of the reported event.